Event description:
It was reported during treatment for an ica terminus aneurysm, the stent would not fully open at one third proximal. The stent was attempted to be re-sheathed, but it could not be retrieved. A snare device was used to remove the stent from the patient successfully. The case was completed by placing coils in the treatment area. The patient was intact and discharged from the hospital.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
See h11.

Manufacturer narrative:
The investigation of the returned stent system found the stent proximal flare kinked, which may have caused or contributed to the reported resheathing issue; however, the stent was able to be resheathed into an in-house microcatheter without resistance during functional testing. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.